Manufacturer narrative:
(B)(4). Evaluation summary: the analysis of the returned components including body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with no indication of a product quality deficiency that would contribute to the reported cuff miss. Both ends of the foot were examined and there were no needle strike marks detected. There was no abnormal observation found on the returned device that could have contributed to the reported event. The plunger, cuffs, link, needle tip and monofilament were not returned with the device, which may have aided in the investigation. Since, only the body of the device was returned, the reported event could not be verified or confirmed. During the investigation, a proxy plunger was inserted to test the needle trajectory and the result was acceptable. The needle trajectory of every device is checked during manufacturing process. The most probable cause for a posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue because of a challenging anatomy or failure to position and maintain the device at a 45 degree angle throughout deployment. It was reported that the common femoral artery was moderately calcified, which may contributed to the reported event. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a moderately calcified common femoral artery was attempted using a perclose proglide after an interventional procedure. Reportedly, an anterior cuff miss occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. The physician is reported to be trained in the use of the proglide device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.